Event description:
It was reported through medwatch that there was a death involvement, due to bacteria contamination while inserted. The prod reported was an omni-q pain boster. No other info available.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The product was not available for eval and investigation. Without the actual product, part number, lot number, or details of the incident, a complete analysis cannot be conducted. The part description reported was for an omni-q pain boster, which cannot be definitively determined to be an I-flow product. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.